Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as # 2134265-2008-00342. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and death occurred. The patient initially presented in 2007 with exertional chest pain and a cardiac catheterization was performed 5 days later. The 90% stenosed lesion was located in the calcified and moderately tortuous proximal circumflex (cx) artery. The lesion was predilated with a 2.5x15mm quantum maverick balloon inflated to 14 atm's for 25 seconds. The taxus express2 2.5x12mm drug eluting stent was then advanced to the target lesion and deployed at 10 atm's for 20 seconds. It was reported that plaque shifted to the proximal left anterior descending artery (lad) and the lad became 75% stenosed. Therefore, the physician decided to place the taxus express2 3.0x16mm drug eluting stent in the proximal lad, deploying the stent at 12 atm's for 20 seconds. The 2.5x12mm taxus express2 stent was post dilated with a 2.5x15mm balloon. The stents were fully expanded and well opposed. The patient received heparin during the procedure. No patient complications occurred and patient was asymptomatic at the end of the procedure. Post procedure, the patient was unable to take the oral antiplatelet therapy, therefore, heparin was prescribed. However, the patient experienced a decrease of platelets. "There was a possibility of heparin induced thrombocytopenia," so another medication was given. About 30 minutes later, the patient experienced chest discomfort, vomited and had complaints of low back pain. The patient also experienced diaphoresis, cyanosis, hypotension, decreased mental status and respiratory arrest. An endotracheal tube was inserted, noradrenaline was administered and cardiac massage was performed. It was determined, by EKG and angiography, that the patient had an "acute coronary occlusion caused by thrombosis" in both taxus express2 drug eluting stents. The lad and cx were dilated with a balloon catheter and blood flow improved. Percutaneous cardiopulmonary support was initiated and an iabp was placed. The patient was then transferred to the ICU where the patient continued to experience hypotension. Three days later, the patient expired. Cause of death was listed as acute mi after pci.